Event description:
Non-healthcare professional reported during an intraocular lens (iol) implant procedure, the haptic was bent as the doctor began insertion and it touched patient's eye, but the lens was not implanted. Procedure completed the same day with no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded over and adhered to the anterior surface of the optic. The opposite haptic is slightly bent but not reaching the optic. The lens was cleaned with klrp for further evaluation. Once cleaned both haptics went back to their original shape. Scratches are observed on the center of the optic on the posterior surface. A dimensional inspection was performed. The lens dimensions are acceptable plan view using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. There is no problem found with the haptics on the returned sample. The lens was returned with both lens folded bent with one haptic adhered to the optic. Once cleaned both haptics went back to their original shape. A dimensional inspection was performed. The lens dimensions are acceptable plan view using an approved template. Qualified associated products were indicated. The instructions for use IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).